Manufacturer narrative:
(B)(4). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The vad coordinator reported that several weeks post heart transplantation, the patient began experiencing localized pain in the chest. The patient underwent routine examination at the hospital and cardiac etiology was excluded. X-rays were negative and the patient was discharged without any significant findings. After several readmissions to the hospital and inability to diagnose the source of the patient's perceived pain, a CT scan was performed and revealed an encapsulated infection at the site of the former driveline with a piece of retained silicone sleeve. The surgeon stated that at the time the lvad was explanted, the level of tissue in growth from a year of lvad support was extensive and required manipulation to remove the driveline and most likely resulted in tearing. The patient underwent surgery for removal of the silicone sheath and was successfully treated with antibiotics. The patient was discharged home with no further issue reported.